Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported event of thread damage. A complaint database search on the provided product code identified similar reports which were attributed to inadvertent user error. The root cause is attributed to misuse. Based on the root cause of misuse, corrective action is not needed. Monitor subsequent reports via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The distal stem inserter threads were cross threaded also the assembly rod was cross threaded during the case. Surgeon had tried to remove the distal stem and the inserter and the inserter and distal stems threads were stripped. When trying to apply the proper pressure to the prox body and distal stem the assembly device would give way. The tensil bar did not break the taper was engaged and the locking bolt was put in place.